Event description:
It was reported the patient had been experiencing pain and overstimulation at their ipg site. As a result, the patient underwent surgical intervention to address their issue. During the procedure, the patient's ipg was explanted and replaced. The doctor also implanted the replacement ipg at a new pocket site.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.